Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation show on the fractured surfaces the appearance of a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. In the event description it was stated that the plate has been implanted in (B)(6) 2014 and the plate was found broken in (B)(6) 2014. As stated in the related instruction for use the bone usually heals within 6-10 weeks, which indicates that the bone must have healed around (B)(6) 2014. Therefore there is no indication that the plate did not fulfill its intended function. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
On (B)(6) 2014, primary surgery was performed. In (B)(6) 2014, a plate breakage was found. The implant was extracted in (B)(6) 2014 because of bone fusion.

Event description:
On (B)(6) 2014, primary surgery was performed. In (B)(6) 2014, a plate breakage was found. The implant was extracted in (B)(6) 2014 because of bone fusion.